Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the wire snapped in half as soon as it was drilled into the patient's bone. Another wire did the same right after. Rep had a different tray available and the 1.4 wires worked out fine. No patient complications were reported.